Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the following day, the patient was hospitalized for the reported event. The treatment for peritonitis included unspecified antibiotics (dosage, route and frequency not reported). The patient was discharged about a week later and was recovering from the peritonitis. The pd therapy was ongoing. Additional information was requested and was not available at this time. This is report 2 of 4.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) gd896399 and gd896191 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Same patient as complaints (B)(4).